Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: (B)(6), UDI#: (B)(4); product ID: bi71000194. H3: a medtronic representative went to the site to test the equipment. Found and replaced a defective handswitch. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant products. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was a "watch gantry error" that appeared during the case. The system would respond to opening and closing gantry and moving the gantry up and down. The system would not take 2d images. A hard reboot did not resolve the issue, so the site proceeded with the case using a footswitch. It was also reported that the hand switch was not functioning properly and likely related to the issue not being able to take 2d images. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.